Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: oxygen supply failed while oxygen source is connected no patient involvement.